Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s green pump leds being dimmed was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6), collectively contained data spanning approximately 14 days (B)(6) 2023 ¿ (B)(6) 2023 per timestamp and (B)(6) 2023 ¿ (B)(6) 2023, per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. General wear and tear that did not affect the system controller¿s functionality was noted upon arrival. The returned system controller was functionally tested. Upon being connected to a mock loop, the green leds that signify whether the pump is running were observed to be dim; however, the controller functioned and operated a mock loop as intended throughout all testing. Although the root cause of the reported event was unable to be conclusively determined, the issue of dim green pump leds on the system controller has been addressed via a corrective action. This controller was manufactured before the corrective action was implemented. Incidental findings: wire fatigue within both power cables and fluid ingress within the controller¿s housing and power cables. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age of 67 is estimated based on age of 60 at date of implant (B)(6) 2016 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine follow-up visit, inspection of the controller revealed a dimmed green arrow symbol and general external wear and tear. The controller was exchanged.